Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the clinic for an unrelated hip surgery procedure. The patient complained of experiencing diaphragmatic stimulation. All lead electrical values were checked and noted to be in-range. The physician elected to cap and replaced the lead successfully. The patient was in stable condition before, during and after the procedure.